Event description:
A customer reported experiencing occlusion alarms. There was no adverse impact on the customer's blood glucose level. During troubleshooting with tandem technical support it was discovered that the customer was using lyumjev insulin. Tandem clinical support informed customer that lyumjev is off-label per the user guide. The customer resolved the issue by replacing pump supplies and resuming insulin therapy.